Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. Using spectranetics glidelight laser sheath, tightrail rotating dilator sheath and lead locking device (lld), physician rotated between the glidelight and tightrail devices in order to extract the lead. While the tightrail device was in use, the rv lead freed. The patient's blood pressure dropped after the rv lead freed, and rescue efforts began immediately, including sternotomy. Before the team got access to the injury, they suspected a right ventricle perforation, because of the way the patient's blood pressure dropped immediately after the rv lead released. However, an inferior vena cava (ivc)/right atrial (ra) injury was discovered. The repair to the area was successful and the patient survived the procedure.